Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. The blood glucose levels were 46 mg/dl and 47 mg/dl to 400 mg/dl. The customer did not provide details on symptoms related to the high blood glucose levels and low blood glucose levels. However, customer was treated for their glucose levels with insulin pump. Customer was declined to troubleshoot for high blood glucose level and low blood glucose levels. The customer did not return the insulin pump back for analysis.